Event description:
It was reported by service report that the left siderail was stuck under the fowler and not locking in the upright position due to siderail glide rods were damaged. The customer reported that they did not know if there was any patient involvement or if there were adverse consequences to report.

Manufacturer narrative:
Siderail glide rods.